Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure using rotarex. During the procedure, it was reported that the cutter was allegedly broken during the removal of the device following an audible alarm. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter with a broken helix was received. The helix was found broken at 20 cm from the tip of the catheter. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure using rotarex. During the procedure, it was reported that the cutter was allegedly broken during the removal of the device following an audible alarm. There was no reported patient injury.